Event description:
It was reported that insulin pump experienced malfunction alarm malf 1 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support arranged replacement pump.